Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to being fractured. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Additional report of high impedance received. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. A ligature mark was found at 33 cm distal to the is4 and the suture sleeve damaged. In this region the conductor coil was found fractured, which is assumed to be the root cause of the reported high pacing impedance. The above-mentioned damages probably resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to being fractured. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.